Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her verio 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began mid-morning on (B)(6) 2017, alleging that she obtained inaccurate high blood glucose results of ¿20 and 22 mmol/l¿ with the subject meter compared to her feelings/normal results, which lifescan does not consider a valid comparison to determine an inaccuracy. The reporter informed the csr that the patient manages her diabetes with insulin (self-adjuster), and in response to the alleged inaccurate high reading she took her normal 4 units of humalog, plus an extra 2 units of humalog. The reporter stated that about 30 minutes later she developed symptoms of ¿shaky, sweaty and disorientated¿, which she associated with having a low blood sugar. She self-treated the symptoms by consuming food and/or drink. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the reporter did not have control solution. Products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.